Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus; however, the device was sent to a third-party service center for evaluation and repair. The customer's allegation was confirmed, and the board needed replacement. The flow system did not show the output and gave an error after several minutes. A flow and pressure test would be performed after replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit was not working at all. The problem seemed to be from the sensors on the main board and the board likely needed replacement. The problem occurred during receipt inspection for a diagnostic procedure (laparascopy), which was completed using a similar device. There were no reports of patient harm.